Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: visual inspection was performed on the returned device. The reported separation was confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported shaft separation appears to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device. The traveler is currently not commercially available in the u.s. However, it is similar to a device sold in the us.

Event description:
It was reported that during flushing of the 4.x15 nc traveler balloon dilatation catheter (bdc) during preparation, the shaft was noted to be separated from the distal part of the bdc. The device was not used. Another device was used to complete the procedure. There was no clinically significant delay in the procedure and no patient involvement. No additional information was provided.